Manufacturer narrative:
Initial.

Event description:
It was reported that the user threw the pump, resulting in a broken screen, and declined a replacement after being advised to call back if they wanted a replacement processed. Symptoms included no reported injury or physiological effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included customer communication and troubleshooting education. Investigation of this case revealed damage consistent with user handling, with the device screen compromised and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.